Event description:
Philips received a complaint from the medical examiner (me) on the v60 ventilator indicating that a 1111 "o2 device failed" alarm error occurred immediately after standby mode was canceled. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The sales representative (rep) arrived at the hospital and replaced the device with another v60. There was no reported delay in therapy or medical intervention. The issue did not reoccur once the device was powered down and rebooted. The manufacturer's product support engineer (pse) evaluated the device, but the issue was not duplicated after a test run was performed; however, the 1111 error code was confirmed in the event log. The pse performed a functional test of the device, and no abnormality was confirmed. The device passed the required performance verification tests per philips standard and was returned to service.